Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a vessel at the common core, a 3.50 x 12 synergy¿ stent was advanced to treat the lesion. However, upon deploying the stent, it was noted that there was no stent on the balloon. The stent was never found. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The stent detached and separated from the sds and was not returned. It cannot be determined how the stent dislodged as there is limited information provided. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The review of the associated batch records for this device showed; the maximum crimped stent profile was measured. A visual examination found that the balloon as subjected to positive pressure and the balloon wings were relaxed. There was evidence of droplets inside the balloon. A visual and tactile examination found slight hypotube kinks along the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a vessel at the common core, a 3.50 x 12 synergy¿ stent was advanced to treat the lesion. However, upon deploying the stent, it was noted that there was no stent on the balloon. The stent was never found. No patient complications were reported and the patient's status was fine.